Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after a day of applying the adc freestyle libre 2 sensor. Customer experienced a seizure and could not walk properly. Customer was seen at a hospital and a reading of 50 mg/dl was obtained on an unspecified meter and was treated with oral glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after a day of applying the adc freestyle libre 2 sensor. Customer experienced a seizure and could not walk properly. Customer was seen at a hospital and a reading of 50 mg/dl was obtained on an unspecified meter and was treated with oral glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.